Event description:
It was reported that the device was explanted for repeated and unexplained power on resets and eri. The device was returned and subsequently tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.